Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a percutaneous coronary intervention procedure. Reportedly, thumb advancer advancement could not be completed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a 20 minute delay in the procedure due to application of manual arterial compression. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that the physician used the device after the expiration date.

Manufacturer narrative:
(B)(4). Used after expiration date. It was initially reported that the device would be returned for evaluation. Subsequent information revealed that the device was discarded. A failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. In addition, it was noted that the device had been used after the use by date of 30-april-2011 (expiration date). Reportedly, the incident date was on (B)(6)-2012. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): failure to take a femoral angiogram. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).